Event description:
It was reported that the lead had dislodged. Undersensing of p-waves and no pacing capture was noted due to lead not being in contact with the tissue. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.